Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that after the physician correctly positioned the right ventricular (rv) lead, the impedance was high. The lead was not used and another was implanted. No patient complications have been reported as a result of this event.